Event description:
It was reported that the insulin pump was over delivering insulin. The insulin pump was downloaded and tested. The insulin pump had an error that caused the insulin pump to reset. Report shows that the insulin pump may have given more insulin than required. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.